Event description:
It was reported that the device has stiffness/steering issues. A staff member completed an incident report complaining of back pain, which caused them to take sick leave days. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
It was reported by the customer that there was an injury to a staff member as a result of the stretcher being stiff and difficult to steer. It was further reported that the injury the staff member sustained was back pain, which caused them to take time off work. The serial number of the unit in which this event occurred was not documented by the customer at the time of the event. Therefore, two units were evaluated as a sample from the stretchers at the account. A visual and functional inspection was performed by a stryker field service technician. It was identified that there was no component-level defect or malfunction which could have caused or contributed to the start-up resistance/rolling resistance being too great. This issue was resolved for the customer by confirming that there was no component-level defect or malfunction with the sample units evaluated.

Event description:
It was reported that the device has stiffness/steering issues. A staff member completed an incident report complaining of back pain, which caused them to take sick leave days.